Event description:
Information received alleges the account is experiencing air-in-line alarms.

Manufacturer narrative:
(B)(4) has requested return of the devices for investigation. A follow up report will be submitted when the investigation is complete.